Event description:
Mother reported that customer was hospitalized due to low blood glucose. The mother stated that her daughter's hospitalization may also be from a stomach virus. Troubleshooting was performed and pump programming and function appeared to be normal. Advised the mother to call the physician to discuss possible causes of low blood glucose.